Event description:
Reporter indicated that vns patient developed an infection after generator replacement surgery. It was reported that there were no major complications following the surgery, but that the patient developed redness at the axilla incision site approximately two months post-op. Fluid was expressed from the site and augmentin was prescribed. Approximately two weeks later, the generator was explanted and I&d was performed. The patient remains hospitalized with IV antibiotic therapy. The patient is on a ketogenic diet, causing some concern regarding their healing process. Treating physicians plan to explant the lead after the infection has cleared. Investigation to date has been unable to confirm the cause of the reported infection.